Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.

Event description:
It was reported that the customer has been having fluctuating blood glucose levels. Customer took bolus to stabilize blood glucose levels.